Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The procedure was performed in (B)(4) on (B)(6) 2016. The protege everflex reached the target position with the support of a 0.035 guide wire. After beginning to retract the sheath to begin deployment, the sheath could not be pulled back. The patient had surgical intervention to remove the stent. No part of the stent broke in the patient. The stent implant procedure was terminated. The patient is stable.

Manufacturer narrative:
Product analysis the protégé stent delivery system, (sds), was received with white crystalline residue within the stopcock tube and the safety locking pin tight. The outer sheath of the sds was received pulled backed from the distal tip, exposing the stent, and approximately half a stent cell flowered. The deployment paddles were approximately 140mm apart. A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed: a clear steady stream of fluid was observed exiting the distal tip of the sds. A 10cc water filled syringe was attached to the stopcock luer lock on the manifold and the annual spaces were flushed: clear fluid was observed exiting the distal end of the outer sheath. A 0.035¿ guidewire was loaded with ease through the distal tip of the sds and was able to navigate the full length of the sds. The guidewire loaded sds was placed in a deployment apparatus and could be deployed with a maximum force applied of 1.78lbs (less than or equal to 3.0lbs). The stent and distal assembly were examined no deformity or abnormality were noted. The distal assembly was cut off from the inner guidewire lumen to allow examination of the stainless steel hypotube. On the stainless steel hypotube a set of witness marks was noted at approximately 25mm and 27mm from the distal tip of the stainless steel hypotube. This indicates that the safety locking pin was fully engaged with the stainless steel hypotube. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.